Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited varying r wave amplitude measurements and subsequent t wave oversensing, resulting in the delivery of nine inappropriate shocks. There was also a message indicating the signal amplitude was out of range. Testing was performed and the device sensing vector was reprogrammed. No adverse patient effects were reported. The system remains in service.